Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records indicated that there was no repair history within a year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. Based on the evaluation, the likely cause of the reported issue was due to failure of the internal board. The potential cause of the failure of the internal board is due to age deterioration, as more than 11 years and 7 mouths had passed since the manufacturing. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The reported monitor not coming on was confirmed and was determined to be due to a defective circuit board. The device is discontinued/obsolete and was returned to the customer unrepaired. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The service center was informed by the biomedical engineer at the user facility that the high definition liquid crystal display monitor was not coming on during preparation for use. It was reported that the power supply was not an issue. No patient involvement or harm was reported.